Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 80 mm in diameter abdominal aortic aneurysm. Proximal neck diameter 20.6 ¿ 31.3mm x 10mm length, right common iliac artery was 15.2 ¿ 17mm and left common iliac was 14.6mm and the iliacs were tortuous. The right external iliac diameter was 9mm and the left external was 8mm. It was reported that the patient presented approximately 6 days post index procedure with leg ischemia. The physician brought the patient back in and put in an xl stent inside the left endurant limb near the aortic bifurcation/proximal common iliac where the endurant limb was kinked. Outflow was restored and the patient is doing well. No additional clinical sequelae were reported. An internal review of returned pre-implant sizing worksheet and 3d images confirmed that the iliacs were severely tortuous bilaterally. Images post-implant were not provided; therefore the reported occlusion event could not be assessed. It is likely that the patient's tortuous iliac arteries may have contributed to the occlusion.